Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was closure of an unspecified access site using a prostyle device. Reportedly, the device did not work as required. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation updated from ni to no. H6: correction, medical device problem code 3190 was removed.

Event description:
Subsequent to the initially filed MDR the following information was received: it was reported that this was an arteriotomy closure of the very calcified left common femoral artery with a prostyle device using the pre-close technique via an 18f sheath hole prior to an endoprosthesis aortic interventional procedure. Reportedly, when the needles were removed, the thread was not at the end a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath size remained an 18f, and the endoprosthesis aortic procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.